Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing undersensing associated with the device losing contact in the tissue pocket. It was recommended to continue to monitor the situation. There were no reported patient symptoms.